Manufacturer narrative:
Investigation is in progress. No additional information is available at this time.

Event description:
It was reported that, "acetabular in 60deg retroversion, revision required to relieve groin pain."